Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error alarm with open book image. The customer's blood glucose value was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) due to corrosion on some of the terminals of the lcd flex cable and on some of the pins of the lcd connector located on electrical board. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error.